Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Block d6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.